Event description:
The customer reported the external paddles failed to shock during testing.

Manufacturer narrative:
(B)(4). The customer reported the external paddles failed to shock during testing. There was no patient involvement. The philips field service engineer evaluated the external paddles and found the left shock button circuit was broken. The paddles were replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. This is a malfunction of the external paddles where the left shock button failed.